Event description:
One patient sample with discrepant glucose results initial result gave 11 mg/dl; repeat gave 11 mg/dl. Same repeated on a different analyzer gave 90 mg/dl. Initial results were reported. Patient not adversely affected. The field service representative was unable to determine a root cause. Performance tests were performed.